Event description:
Device 2 of 3. Reference MFR reports: 1627487-2014-10002, 1627487-2014-10048.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. The observation of high impedances was confirmed. Visual and electrical analysis of the 3 extensions confirmed two had been damaged during the procedure. One of the 3 extensions had broken wires within the extension header assembly which was consistent with stress the extension was subjected to during the time it had been implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.